Manufacturer narrative:
A visual examination of the returned device revealed a cuff located 5cm from the hub containing evidence of tissue in-growth. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These variables include factors related to the surgical technique, patient's hematology, and concurrent drug therapy. We are unable to determine the cause or factors that may have contributed to the event.

Event description:
It was reported that the catheter dislodged